Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted on (B)(6) 2025. At the time of implantation, the position of the device had a shoulder noted in multiple imaging views. The patient was discharged without issue. At a routine follow-up, computed tomography (CT) imaging identified a 2 mm peri-device leak most likely attributed to the device proximal position. There was no evidence of thrombus. The patient remains on oral anticoagulation (oac) medication.